Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during training the ilet pump emitted a weak, low-volume sound that did not seem correct, and the trainer exchanged the customer¿s pump with her own while a replacement was arranged. Symptoms included no alarms or alerts being heard despite expected operation. Outcomes included no injury, no hypoglycemia, no hyperglycemia, and no hospitalization. Investigation included complaint intake, user education on data sync and shutdown, and retrieval of the reported device for evaluation. Investigation of this case revealed a perceived alarm sound output issue consistent with an alarms-too-quiet concern on the pump assembly; a replacement device was provided and the reported unit was returned for analysis. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further device evaluation.